Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01409 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged false negatives occurred. The following information was provided by the initial reporter: only the inoculation of jve was positive and the others bactec reported as negative at the end of the seven days. We found it strange and requested that all blood centers inoculate the second sample to confirm the results. Did the failure occur with control or patient samples? Control what was the expected result? "Acinetobacter baumannii complex bacterium" what microorganism is released by the equipment? Negative was there an impact on the patient? Na hazard, injury or erroneous results? Yes hazard, injury or erroneous results details what confirmatory tests were performed to determine that the results were wrong? Gram and culture in solid media. For clarification, do the blood center codes in the images refer to different locations, different samples or different equipment? Different samples related to the same external control test.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged false negatives occurred. The following information was provided by the initial reporter: only the inoculation of jve was positive and the others bactec reported as negative at the end of the seven days. We found it strange and requested that all blood centers inoculate the second sample to confirm the results. Did the failure occur with control or patient samples? Control. What was the expected result? "Acinetobacter baumannii complex bacterium". What microorganism is released by the equipment? Negative. Was there an impact on the patient? Na hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details. What confirmatory tests were performed to determine that the results were wrong? Gram and culture in solid media. For clarification, do the blood center codes in the images refer to different locations, different samples or different equipment? Different samples related to the same external control test.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter address 1: (B)(6).